Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and anxiety.

Event description:
Patient reported a left side ruptured and anxiety. Device has been explanted.

Event description:
Patient reported, a left side ruptured and anxiety. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, material rupture and failure of implant. Observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety: unable to confirm, as it is a medical event. Not related to the device.